Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.